Event description:
It was reported that after wearing the pod between 1 and 4 hours, the site was itchy, irritated, red with a rash and blood. The patient consulted the doctor and received a prescription for an ointment (name unspecified) to apply on the affected area after removing the pod.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.